Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Were left blank as the customer age and weight is unknown.

Event description:
The customer from (B)(6) reported that she obtained a blood glucose reading of 493 mg/dl at 7:32 p.m. On a contour ts meter. The customer stated that she was feeling symptoms of hypoglycemia i.e. Headache and burning head. The customer went to the pharmacy, and after 30 minutes a reading of 115 mg/dl was obtained with the pharmacy's meter. At the pharmacy, she was informed that the strips she was using were expired. The customer was still feeling hypoglycemic symptoms. She was directed to the hospital where she arrived an hour later and a reading of 69 mg/dl was obtained with the hospital's meter. The customer was administered with serum to hydrate her body. The serum had no additional components or medications. She was also administered with dipirona via parenteral mode. The customer does not know the dosage that was administered to her in the hospital. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.